Event description:
It was reported that the patient experienced high glucose after changing insulin supplies on the ilet, observed no drops during the 75-unit hold, and suspected incomplete cartridge fill and improper tubing priming; the patient replaced the supplies, confirmed drops, and glucose returned to range within two hours, consistent with a use-of-device problem for infusion set and cartridge with unspecified component details. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included a delay to therapy until the supply change was correctly completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a use error related to supply change steps, with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.